Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient. On (B)(6) 2012, a peritoneal dialysis nurse notified a baxter clinical educator that a patient had gotten peritonitis. Event details and patient information was not reported. It was unknown if the patient recovered from the event. No further information was provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12d05023, h12c30049 and h12b02065 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The specific product code for the transfer sets involved is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.